Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and uterovaginal prolapse ('uterovaginal prolapse') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity (2 vaginal deliveries, 2 c-sections, one miscarriage and one ectopic pregnancy.). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), uterovaginal prolapse (seriousness criterion medically significant) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy and anterior and posterior repair). Essure was removed. At the time of the report, the menometrorrhagia, uterovaginal prolapse and stress urinary incontinence outcome was unknown. The reporter considered menometrorrhagia, stress urinary incontinence and uterovaginal prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in medical records :menometrorrhagia, stress urinary incontinence and uterovaginal prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') and uterovaginal prolapse ('uterovaginal prolapse') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 (2 vaginal deliveries, 2 c-sections, one miscarriage and one ectopic pregnancy.). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), uterovaginal prolapse (seriousness criterion medically significant) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy and anterior and posterior repair). Essure was removed. At the time of the report, the menometrorrhagia, uterovaginal prolapse and stress urinary incontinence outcome was unknown. The reporter considered menometrorrhagia, stress urinary incontinence and uterovaginal prolapse to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records :menometrorrhagia, stress urinary incontinence and uterovaginal prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.